Event description:
It was reported that: "surgeon was unable to seat 10 (degree) liner into psl cup."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.